Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had issues with the transmitter. It was not charging anymore. Friday night into saturday morning the customer's blood glucose level went up to 400 mg/dl. Troubleshooting was not possible. The device was not returned.